Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 78 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.